Event description:
Event description cpi received information that during the attempted implant of this sweet tip lead, the introducer perforated cardiac tissue. The patient went into cardiac tamponade, electromechanical dissociation and subsequently expired.